Event description:
Manufacturer's investigational unit confirmed the lancet protrudes beyond the end cap of the multiclix device. Replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). No information was provided on the specific part number involved in this event. The year is the only known part of manufacture date. We have defaulted to the first of the year.